Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Was not injecting properly. The following information was provided by the initial reporter: bd 25g 1¿ needles not injecting properly.

Manufacturer narrative:
Investigation summary: to aid in the investigation, three hundred and seven samples in sealed packaging blisters were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-four samples expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number: 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. A CAPA has been opened.